Manufacturer narrative:
Additional initial reporter information: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Reported via medwatch report # (B)(4). At 1544, the pump began alarming, and the machine placed in standby. Alarms stated balloon leak was detected. Upon nursing assessment of balloon there were condensation and blood specks noted in the balloon catheter. Cardiology notified and patient was taken to cath lab emergently to replace the balloon. When balloon was removed it was noted that the balloon had ruptured.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2248146-2022-00294. Please refer to mfg report number 22248146-2022-00294 for all information for this complaint event. As a result, no follow up emdr is necessary. Please cancel in your database. Complaint record ID # (B)(4).